Event description:
It was reported that the anesthesiologist intubated a patient with an 8.0 reinforced endotracheal tube and after about 20 minutes, the patient clamped down on the tube with his teeth, crushing the tube in the process. It was reported that they were not able to ventilate the patient through the crushed tube and had to extubate and re intubate the patient using a like tube. It was reported that there was no bite block in use.

Manufacturer narrative:
No analysis or conclusions can be drawn at this time. The reinforced endotracheal tube was received by manufacturing and the failure investigation is currently in progress. The lot number for this tube was unavailable. If the failure investigation results provide new or significant information, a follow-up report will be submitted. Note: the manufacturer's directions for use states under reinforced, tracheal tube, uncuffed cautions. Standard pre-cut tracheal tubes are marketed in a pre-determined length. However, the user is cautioned that anatomical variations, conditions of use, actual o.d. Of the tube, inserted length of tube, or other factors can result in the use of a tracheal tube too long or too short for a given patient. Use expert clinical judgement when selecting tube size and length. Use this tube only with equipment having standard 15 mm connectors. Exercise expert clinical judgement in the selection of an appropriate-sized tracheal tube for each individual patient. Perform intubation and extubation following currently accepted medical techniques. Crushing the reinforcing spirals can result in the loss of airway flow. Therefore, it is recommended that a bite block be used in cases where the patient may bite down and flatten the tracheal tube's reinforcing spirals.